Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the insulin pump had an over delivery alarm and the customer experienced a low blood glucose. The customer alleged the insulin pump was over delivering insulin due to rapid change in blood glucose, blood glucose did not raised up after meal. No harm requiring medical intervention was reported. The reservoir will be returned for analysis.